Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to an broken wires in the cable connecting ECG "a" and ECG "b" and therapy electrode. The root cause the broken wires could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.